Manufacturer narrative:
This report is being amended to reflect changes. No devices or photos were received; therefore the condition of the components is unknown. Review of primary operative notes indicates the patient underwent a right total knee arthroplasty due to end-stage severe varus degenerative joint disease. Trial components revealed excellent extension, good flexion, no mid flexion instability, and good balance with the 1mm articular surface. The surgeon was pleased with patellar tracking and tension and the patellar component was inset. Final components were rigidly fixated and held to try. Review of primary operative notes does not indicate root cause. Microbiology report indicates culture taken on (B)(6) 2015 revealed rare candida albicans, a fungal infection. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Other device used: catalog # 42540000029, persona all poly patella, lot # 62820831. Catalog # 42521400711, persona articular surface, lot # 62840675. Catalog # 4250006402, persona cemented femoral, lot # 62826551, manufactured by: zimmer (B)(4). Catalog # 00111214001, palacos r bone cement, lot # 80434395, manufactured by: heraeus medical, distributed by: (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and unable to bear weight on knee. Infection was also noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: item name: persona ps narrow femoral, item number: 42500006402, lot number: 62826551. Item name: persona ps articular surface, item number: 42521400711, lot number: 62840675. Item name: persona all poly patella, item number: 42540000029, lot number: 62820831. Item name: palacos r bone cement, item number: 00111214001, lot number: 80434395. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. The implants were verified for compatibility; no compatibility issues are noted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a knee arthroplasty revision procedure due to pain, incorrectly placed patella, and limited range of motion approximately eight months post implantation. Patient initially tested positive for infection, but was retested and was negative. Surgeon indicated that the first test was a false positive. Operative notes provided indicate the patient was revised due to pain, flexion contracture, arthrofibrosis, limited range of motion, poorly resurfaced patella, and internal rotation of the tibial component. Intraoperative mid-flexion, varus valgus laxity was noted, as well as limited range of motion and arthrofibrosis in both extension and flexion range due to scar tissue. Yellow synovial fluid was additionally noted. All components were removed and replaced.